Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 5. Reference MFR. Report#: 1627487-2019-00413, 1627487-2019-00417, 1627487-2019-00419, 1627487-2019-00424. It was reported that the patient was not receiving adequate therapy, due to high impedance. As a result, the patient's scs system was explanted to address the issue. Date of explant is currently unknown.

Event description:
Device 4 of 5 MFR. Reference report#:1627487-2019-00413, 1627487-2019-00417, 1627487-2019-00419, 1627487-2019-00424.